Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was high and the current blood glucose (bg) level was 450 mg/dl. Correction boluses were delivered to address the high bg level. A cause of the past occlusions could not be determined. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer reported that just prior to the occlusion alarm the external temperature of the pump changed as the customer had removed it from sitting next to the skin. The customer loaded a new cartridge onto the pump and insulin was observed exiting the tubing.